Event description:
It was reported that: during a case, the user reported that after automatically ventilating the pt, the user switched to manual ventilation and noted increased pressure. The user attempted to relieve the pressure by toggling to the spontaneous position on the apl valve, however, it did not relieve the pressure within the breathing circuit. The user loosened the apl valve retaining ring to relieve the pressure to complete the case. No pt injury reported.